Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (BG) level. The customer¿s continuous glucose monitor read "High¿; however, a specific BG value was not provided. At the time of the report, the customer had not yet treated the BG. The customer reset the pump to resolve the issue and resumed insulin therapy successfully.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.